Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor. The pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 388 mg/dl at the time of incident. The customer stated that the pump got splashed with water and it alarmed button error. The customer declined to troubleshoot for the high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.